Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow, down arrow, and okay buttons were under responsive, and that the keypad cover was torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/13/2015 with the following findings: during investigation, the keypad was found to be torn over the ok button. The down arrow, ok and contrast keypad buttons were found to be intermittently unresponsive. The other buttons responded appropriately. The keypad was removed and there was contamination found under all of the button contacts. Unrelated to the complaint, investigation revealed that the display was dim with discolored lettering.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.